Manufacturer narrative:
Additional lot# 091135.

Event description:
Depo-provera administered to pregnant pt due to false negative urine pregnancy test [drug exposure during pregnancy]. Case description: spontaneous serious adverse event report was received on 15-jul-2009 from a healthcare provider via a company representative regarding a pregnant female pt (otherwise unidentified). The pt had a false negative test result on the 101 osom hcg urine test 50t on an unspecified date. On (B)(6) 2009, a shot of depo-provera was administered due to the rapid result. On (B)(6) 2009, the pt had 69199 miu quant. The site appeared to be performing the 101 osom hcg urine test 50 t correctly and qc was performed fine on the lots. One kit was being returned. The lot numbers reported were 081370 and 081135. Additional info was received on 23-jul-2009 and 24-jul-2009 from the healthcare provider who administered the depo-provera to the pt. The hcp confirmed that she administered depo-provera to the pt because of the false negative test result. A 150 mg injection of depo-provera manufactured by (B)(4) was used. The pt was three weeks pregnant when the injection was administered and she did not have her menstrual cycle at the time of injection. The hcp reported that the pt was presented with options after receiving depo-provera while pregnant, but that the pt decided she was going to continue with the pregnancy. The pt was advised to receive a level two ultra sound, but the hcp reported that because the pt made her own decision to continue with the pregnancy, there was no other course of action. At the time of this report, the outcome of the pt was unk. See (B)(4) for other adverse events from this reporter.